Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-8216-50, serial # (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent a procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the procedure reported was an implant procedure. The patient was successfully implanted.

Event description:
A report was received that the patient underwent a procedure for an unknown reason.